Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system by remote service and confirmed that device cannot be exposed. Rse confirmed that handbrake and footswitch cannot work, neither cannot control the shadowless lamp switch. The hospital authority repaired the device. After replacing the device, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system could not do exposure with both hand and footswitch. The system was in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.